Event description:
The device was returned to the service center for a report from the customer contact that the device showed replace battery and cassette test failure. This is not a reportable malfunction. However, during verification testing a the service center, it was noted that the device alarmed e321 (battery charger timeout) error code.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.